Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
At the beginning of an rf procedure, the touch screen of the device malfunctioned. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given local anesthetic when it was decided to cancel the procedure.